Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the display image is not visible the customer reported there was no patient involvement.

Event description:
Customer reported the display image is not visible. The customer reported there was no patient involvement